Event description:
Info received indicated the pt had the entire system removed due to infection. The pt experienced new pain and lack of effect. Light growth of staphylococcus aureus was noted. The pt was also receiving antibiotic therapy. No pt outcome was reported. See manufacturer report # 3004209178200901589 for previous overdischarge event.